Event description:
It was reported that a patient's pacemaker presented with premature battery depletion alleged on the device. The pacemaker was explanted and replaced on (B)(6) 2023. The explanted pacemaker battery was reported to be at end of life (eol). No adverse patient consequences were reported.